Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not responding to button presses during patient monitoring. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse event to the patient as a result of the reported event.

Event description:
The customer contacted physio-control to report that their device was not responding to button presses during patient monitoring. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There were no reports of adverse event to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Root cause of the reported issue could not be determined.